Event description:
Same case as 2134265-2012-05339 and 2134265-2012-05341. It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 18 x 3.00mm eccentric, 80% de novo lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery (lad). A 2.0 x 15mm maverick mr balloon catheter was used for predilatation and upon the second inflation to 24atm for 18sec, the balloon burst. Secondly, the physician used a 2.5 x 15mm nc quantum apex mr balloon catheter and inflated it multiple times and at 29atms for 20sec the balloon ruptured. Thirdly, the physician used a 3 x 15mm nc quantum apex mr balloon catheter and inflated multiple times and at 30atms for 20sec the balloon ruptured. The physician successfully used a 3 x 8mm quantum apex balloon catheter to fully predilate the lesion after several attempts of up to 26atm for 30sec. The procedure was completed by placing a 3 x 20mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).